Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# va08t0p, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the day the patient had their program switched from 1 to program 2, when they turned it on and connected it, it was ¿way too high.¿ it was stated the patient was shocked, ¿literally shocked, inside¿ and their feet jumped ¿like with the temporary one, the whole 9 years.¿ it was noted the patient¿s stimulation was ¿clear up into my arm and everything.¿ the patient stated "then I just kept peeing on myself until 6 at night." When the patient woke up at 8, they checked the implantable neurostimulator (ins) and it was back on program 1, not on program 2. It was stated the patient¿s son wanted to see what she was talking about, "so he's messing with the wire back there.¿ it was noted the patient¿s device finally ¿jumped¿ to 2 and turned on and jumped from when they had it set to 1.1 volts. The patient thought they only had it set at ¿9 or 10 something like that.¿ it was reported the patient thought "there might be something wrong with the wire" the patient stated they didn¿t know which buttons were pressed and "we're not sure because I'm punching buttons." The patient claimed when they hit the synch button it would go back to program 1 and then a half hour later, it would show a check next to 2. It was stated the patient had two programs and couldn¿t switch programs but would try their antenna.

Event description:
It was later reported the cause of the event was unknown and possibly felt from the lead. It was stated the patient was having intermittent and random intense sensations described as ¿shocks.¿ it was noted the patient¿s lead was replaced and the patient did not require hospitalization. The patient¿s outcome was reported as no injury and they had a resolution of symptoms with the new component provided to the patient.